Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported her adc freestyle libre 2 sensor detached prematurely and as a result, she experienced extreme fatigue and vomiting. The customer was unable to self-treat and had contact with a healthcare professional who obtained unspecified laboratory results. The customer was diagnosed with diabetic ketoacidosis and administered humalog as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.